Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was exhibiting premature battery depletion. During a device check early last year, the device was showing 9.5 years remaining. During the most recent check, the device's battery longevity had decreased, and was showing 5.5 years remaining. The patient is 100% dependent, and is very symptomatic. A request was made by a technical services consultant for a copy of device memory to be obtained from the clinic. No additional information (data) was provided by the field rep. Close monitoring of the device's battery will be reviewed every 4-6 months. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. During a device check early last year, the device was showing 9.5 years remaining. During the most recent check this month, the device was showing 5.5 years remaining. The right ventricle lead which is a different manufacturers device, was showing high pacing thresholds values. The patient is 100% dependent, but with no underlying issues and is not symptomatic. No adverse effects to the patient were reported.